Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed), outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, proximal conductor distorted, all conductors blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was noted the patient died 2 months after device implant. Follow up later revealed that per the death certificate, the cause of death was cardiopulmonary failure due to chf(congestive heart failure) due to infective endocarditis due to aortic stenosis. No autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was noted the patient died 2 months after device implant. The cause of death has been requested and not received.